Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while sleeping. Reportedly, the customer had the pump in pocket and believed the pump was against the skin. The customer's blood glucose (bg) level was 360 mg/dl and a correction bolus was delivered to address bg level. During follow up with tandem technical support, the customer stated receiving another altitude alarm and the blood glucose (bg) level was 277 mg/dl prior to the call. The customer delivered injections to manage bg level. However, the customer was able to clear the alarms and resume insulin delivery.